Event description:
Same case as MDR ID# 2134265-2012-03967. It was reported that during a percutaneous coronary intervention procedure, a balloon catheter tip detachment occurred. A .014 thruway guide wire was placed at the target lesion. A 2mm x 40mm x 145cm coyote es balloon catheter was unable to advance over the thruway guide wire and the tip of the coyote es balloon catheter tore off of the balloon. No further patient complications were reported and the patient's status is listed as ok. Additional information has been requested and is not available.

Event description:
Same case as MDR ID# 2134265-2012-03967. It was reported that during a percutaneous coronary intervention procedure, a balloon catheter tip detachment occurred. A .014 thruway guide wire was placed at the target lesion. A 2mm x 40mm x 145cm coyote es balloon catheter was unable to advance over the thruway guide wire and the tip of the coyote es balloon catheter tore off of the balloon. No further patient complications were reported and the patient's status is listed as ok. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the tip was separated at the weld between the inner and the tip. The tip was not received for analysis. Magnified inspection revealed that the fracture surface was jagged, consistent with ductile deformation due to tensile overload. The tip separation may be consistent with damage due to withdrawal forces applied after encountering guide wire resistance. The inner diameter is within specification. There was no evidence that the tip separation was attributable to any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).